Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp unit with a test balloon, but no errors were observed and was unable to reproduce the reported issue. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a disconnected error. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g3, g6, g7, h2, h4, h6(investigation type), h10, h11. Corrected fields: g1(contact person), h4, h6(component codes).

Event description:
N/a